Event description:
A report was received that the rt was given an abg draw for analysis. The rt, as per practice, expelled air and a few drops of blood from the syringe, there was a sudden and rapid expulsion of blood from the syringe which splattered the ceiling tiles, cupboards and the rt.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.